Manufacturer narrative:
The actual affected device was returned for evaluation. A dimensional analysis proved the device to meet all engineering specifications.

Event description:
It was reported that a revision surgery was performed due to compression screw backout.